Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 2.0mm system twist drill with j notch catalog #: 01-9196 lot #: 345521; zimmer biomet 2.0mm system twist drill with j notch catalog #: 01-9196 lot #: 329508 g3: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00413.

Event description:
It was reported that the drill fractured during an intermaxillary fixation procedure. Another drill was used to complete the procedure.there were no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code- mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drills. The drills both show signs of attempted use including marking/ scratching on the drill surface. Both drills have clearly fractured near where the fluted portion of the drill meets the drill base. In both cases the complaint is confirmed. A determination cannot be made as to what caused the drills to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A review of end level device history records was not performed as it is package and label related only and reported event is not associated with a packaging or labeling related issue. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.